Event description:
The facility reports a member of staff received an electric shock frm the bath. The customer says the area around the bath was very wet at the time of the incident. No other information was provided.